Event description:
The customer reported the ventilator failed while in use on a patient. The customer reported the device alarmed and there was no patient harm. The manufacturers service engineer was unable to duplicate the reported problem. Review of the device diagnostic log noted the unit continuously restarted and failed to recover and resume ventilation, which may be detrimental to a patient. The service engineer replaced the cpu pcb board as a precaution to address the reported problem. Applicable testing was completed to operating specifications.